Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The graftmaster stent is filed under a separate medwatch report.

Event description:
It was reported that the graftmaster stent was used to treat a coronary aneurysm that occurred in the proximal right coronary artery (rca). The graftmaster was deployed covering the entire length of the aneurysm. A 3.0 x 18 mm xience alpine was placed at the proximal segment of the graftmaster. Angiography with an ivus catheter showed timi 3 flow. Prior to leaving the catheterization lab the patient complained of severe chest pain and the echocardiogram (ECG/EKG) revealed new st elevation of the inferior leads and evidence of stent thrombosis in the entire stented region. Balloon angioplasty was performed, resolving the thrombus and improving the blood flow in the vessel. Angiography and intravascular ultrasound (ivus) revealed great apposition of the stents. There was no reported adverse patient sequela. No additional information was provided.